Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open right hemicolectomy, while closing the common opening of the intestine, the device did not fire. The black pusher thumb piece cannot be moved at all. Replaced the old device with a new one to complete the procedure. There was no patient injury.